Manufacturer narrative:
(B)(4).

Event description:
Procedure type: nephrectomy. According to the reporter: an arterial puncture was caused. The surgeon stated to the sales rep that he is not sure what had happened because there was a lot of blood during the case and that he is unsure if a covidien product was even used during that time. The procedure was converted to an open procedure.